Event description:
Additional information was received from the patient stating that they had shocking sensation down their right leg four days after the implant and the stimulation was uncomfortable that made them limp. Also patient stated their muscles were fatigued and they had to turn the stimulation off for their muscles to heal. Redirected to hcp for further address issue. Patient confirmed they were scheduled to see the doctor this coming (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that this morning the patient had "a little electrical shooting," a little shock or like a little twinge down in their foot but then it went away. The patient stated that afterwards they had gone out to get food with their spouse in their car, and when they came home, they were laying down and their right leg, foot, calf, and thigh felt like it had this electricity in it and it felt numb like "if you had been sitting on the floor and you weren't getting enough circulation, feeling, like a pins and needles kind of feeling that didn't feel good". Patient stated if they walked, it felt like the right leg muscle was weakened. Patient services asked the patient if they'd had any falls or traumas that led to this issue and the patient stated no, and that because it had been bothering them and it was so uncomfortable, and they didn't need their "whole leg not operating properly" and "it didn't make sense to have it that way", they got their book out to get acquainted with their external devices and connected to see their settings. Patient stated the therapy was on when they connected but they saw that they were on program 3 at 0.8 ma, which they stated was odd to them because what they remembered in the hospital was that they had wanted it set at 0.3 ma or 0.4 ma. Patient stated 0.8 ma seemed high and they were worried that the stimulation level had changed on its own so they turned the therapy completely off until their leg felt normal again. Patient stated their leg still wasn't feeling "normal" at the time of the call and they thought their nerve was still a little agitated and it still felt a little tingly. Patient services reviewed with the patient it was unlikely that the stimulation level would change on it's own and the patient then stated their car was a mercedes and it had lots of "gadgets and electromagnetic devices" in it and wanted to know if the car could have done something to the system. Patient stated they and their spouse had read on the manufacturer's website that the stimulation level could change on it's own. Patient was unable to directly point out where they saw this information. Patient services reviewed stimulation considerations, as well as compatibility considerations for automobiles and emi with the patient and redirected the patient to discuss their concerns with their healthcare provider (hcp). The patient stated they wanted to know what the initial setting had been when they were first implanted and wanted to know if the manufacturer representative (rep) who had been there had the stimulation level. Patient services reviewed with the patient that there wasn't a way to pull up the patient's previous settings in the system or on the handset, reviewed the role of the rep with the patient and redirected the patient to follow up with their hcp about their concerns and to discuss implant settings. Patient stated their hcp was a dr. Ann lavers at the va hospital in minneapolis, mn and noted they would reach out to them next week. Patient called back to provide ins serial number and date of birth.

Event description:
Additional information was received from the patient stating that the cause of the stimulation changing on it's own was determined. When asked about the cause, the patient reported that their surgeon has not had another patient experience this spontaneous default to a high milli amp setting. It has now happened a second time. As resolution, no steps were recommended; just to call manufacturer support each time it happens. It was unknown whether the issue was resolved. Regarding the electrical shooting/shocking that was reported, as resolution they reported to call manufacturer support if it happens again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.